Event description:
Adverse event(s): "the patient had a hole in the retina" (retina, tear(s) in). Product problem(s): "surgeon was unable to perform reflux during surgery" (reflux with device). The nurse reported the surgeon was unable to perform reflux during surgery. Additional information received from the nurse stated the event occurred towards the end of the case. No system messages displayed. The surgeon was able to complete the case. The patient had a hole in the retina. It is unknown when the retinal hole occurred as the scrub nurse did not witness the event. The patient outcome is unknown at this time.

Manufacturer narrative:
The company service rep examined the system and could not duplicate the problem reported. The reflux was checked in the vitrectomy and extrude modes with no problems observed. The system was then tested and met all product specifications. (B) (4). (B) (4). (B) (4).